Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced pain on the right breast. The patient experienced ptosis on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a crease on both views of the device. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/19, it was reported to mentor that the date investigation was completed was 2/27/19. The actual date was 2/26/19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the ptosis code was removed on the left breast implant. The ptosis and wrinkling codes were removed from the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 575cc, serial number (B)(4), lot number 5576590, catalog number 3501690. Note: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 575cc breast implants and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the ultrasound. The patient had a history of hypomastia. The right breast implant was completely deflated. The patient had ptosis grade I and rippling on the right breast implant. The left breast capsule had developed a significant contracture and it actually calcified. The left breast implant was intact. As a result, the patient had undergone removal and replacement with e gel mentor memorygel breast implants 600cc on (B)(6) 2018. The patient tolerated the procedure well. The patient was in a stable condition after the surgery.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the capsular contracture on the left breast implant was baker grade iii. Manufacturer¿s reference number: (B)(4).